Manufacturer narrative:
Device not returned. Additional manufacturer narrative: implant date of the failing valve was identified only as '1998'. The model number, serial number, and product name remain unknown. No other information has been provided. Therefore, the device history record (DHR) review and product evaluation cannot be done. The clinical site indicated in the report this valve presented with regurgitation. However, without return of the device or further information regarding the condition of the device, we are unable to confirm the clinical comments provided. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, this is a male patient implanted with a pericardial valve at approximately (B)(6), with contributing factors of age, gender, hyperlipidemia, hypercholesterolemia and hypertension. The most likely cause of the regurgitation is due to patient factors. However, based on the information available, the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards has learned through a clinical trial that an aortic pericardial valve, implanted for approximately fourteen (14) years and one (1) month, was disabled in a valve-in-valve procedure due to severe aortic regurgitation. A 23mm sapien xt transcatheter valve was implanted into the failing aortic valve using a trans-aortic approach. Both devices remain implanted. The patient is noted as being discharged.